Event description:
It has been reported to philips that during a procedure, the system froze and would not start normally. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) received a complaint indicating that the system interface was stuck during use. Customer restarted the system for a few times, device was back to normal use. Customer did not require service from philips. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) received a complaint indicating that the system interface was stuck during use. Customer restarted the system for a few times, device was back to normal use. Customer did not require service from philips. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The 510k, catalog item identifier, common device name, FDA product code, serial number, manufacture date, reporting institution name, reporting address line 1 and the reporting address city have been updated.